Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected; biological debris was covering the cam mechanism, the position of the cam was not possible see. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated, no occlusion was noted. The catheter was irrigated, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve failed the test. During the programming process the cam mechanism did not move. The valve could not be pressure tested as the cam position could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3146, with lot number cphckc, conformed to the specifications when released to stock on the 4th september 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via v-p shunt. Doi and the initial setting pressure are unknown. The surgeon tried to change the setting pressure, but could not even after flashing. Since the blockade of the valve was also suspected, the revision surgery was conducted on (B)(6) 2014 and the device was replaced. The setting pressure at revision is unknown. The patient¿s condition is reported as good.